Event description:
It was reported to the manufacturer by the end user: a resident had just admitted to the facility, and within 20 minutes of being placed in the bed, it collapsed. Fortunately, there did not appear to be any harm to the resident. Upon inspection, the drive arm had broken through the motor casing causing it to collapse.

Manufacturer narrative:
This report or other information submitted by joerns healthcare under 21 cfr part 803, and release by FDA of that report information, does not reflect a conclusion or admission by joerns healthcare, its employees, its contract service firms, or their employees, finished device suppliers, or their employees caused or contributed to the reportable event.